Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and discovered that the dual diluent filters were clogged. The fse replaced the filters that resolved the leak and white blood cell (wbc) voteouts for controls issues. The fse also replaced the pinch valves (lv8, lv10, lv11 and lv12) and the probe wipe as a preventive maintenance. The repairs were verified per established procedures. The cause of the leak was that the dual diluent filters were clogged. However, the instrument operated as intended by generating wbc voteouts for controls, alerting the operator to an instrument problem. (B)(4).

Event description:
The customer reported a leak at the probe of the coulter ac*t-diff analyzer. The customer stated that the instrument was giving white blood cell (wbc) voteouts for controls when the leak was noticed. The volume of the leak was a few drops and was not contained within the instrument. The material safety data sheet (msds) was not reviewed. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the incident. No one came in contact with the fluid, and medical attention was not sought. No erroneous results were generated in connection with this event. There was no death, injury or change to patient treatment.